Event description:
It was reported that during central processing, the mega needle driver instrument was missing a tip. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was not used during a procedure. It was opened and discovered that it was mislabeled and not the actual instrument that was needed for the procedure. When it was removed from the automated washer it was discovered that one of tips was broken off. It did not collide with any other instrumentation that I am aware of.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed, and the primary failure of broken grip tips is related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.29" x 0.14" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint was confirmed by failure analysis.